Manufacturer narrative:
The general surgeon reported during placement of sorbafix fasteners, he believed he had fixated the abdominal wall and diaphragmatic falciform ligament but instead entered the pericardial sac. A DHR review has been conducted. All paperwork appeared complete and accurate. Length of fasteners were verified to be within specification through a review of the incoming inspection data. During the DHR and incoming inspection records review no issues were identified that could have caused or contributed to the reported event. While no sample was returned for eval, based on the available info during use, the surgeon inadvertently fixated the mesh superior to the abdominal cavity and entered the thoracic cavity. Additionally, based on the available info, we are unable to discern which of the three sorbafix fastener systems utilized during the multiple hernia repair surgery was used to repair the incisional ventral hernia, therefore, we are submitting a medwatch report for each of the three devices. See mdrs 1213643-2009-00437 and 1213643-2009-00439 for info related to the other two sorbafix devices utilized during the repair surgery.

Event description:
Pt underwent a laparoscopic bilateral inguinal hernia and incisional ventral hernia repair, utilizing, another MFR's mesh. The surgeon used a total of three sorbafix devices for the procedure. The procedure was completed and the pt was transferred to the post anesthesia care unit (pacu). While being monitored there, the pt became tachycardic and hypotensive. The anesthesiologist consulted with the surgeon as no immediate cause for the change in the pt's condition could be identified. A cardiac echo was performed which showed pericardial effusion/pericardial tamponade. The pt was taken emergently back into surgery and an open medial sternotomy with repair of the right ventricle perforation was performed by the cardiac surgery team. The general surgeon reported during the cardiac procedure, it was noted two sorbafix fasteners had been placed into the pericardial sac and a right ventricle perforation was noted. A third fastener was visible under the visceral pericardium but had not perforated completely through. These fasteners were removed and a hand suture repair of the area was performed. The general surgeon reported during placement of sorbafix fasteners, he believed he had fixated the abdominal wall and diaphragmatic falciform ligament but instead entered the pericardial sac.